Event description:
The customer reported via phone call that she changed the infusion set and was unable to prime. The customer stated that insulin continues to drip after motor stops and the insulin pump is stuck in the preparing to prime loop. The customer was advised to hold down the act button until receiving a second series of beeps or numbers appear on the display. The customer stated she received a second series of beeps. Blood glucose value at the time is unknown; most recent reading is 105 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.